Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received medical attention while wearing a different insulin pump and it happened four years ago. The caller was unsure the exact date of the event, it was on summer 2010 as well he did not remember the blood glucose reading. The caller stated that the customer experienced unexplained low blood glucose of 82mg/dl at time of call. No further information was provided.